Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, two pieces of titanium adapter did not connect properly and tighten all the way. The physician and staff tried multiple different attempts (soaking, repositioning etc) before opening up another titanium adapter. The catheter was not repaired and there was no leak. Tego was not utilized. There was no patient outcome.

Event description:
According to the reporter, at the end of the procedure when the catheter was placed and flushed, two pieces of titanium adapter did not connect properly and did not tighten all the way (tried to attach the adapter together). The physician and staff tried multiple different attempts (soaking, repositioning etc) before opening up another titanium adapter. The catheter was not repaired and there was no leak. Tego was not utilized. There was no cleaning agent used on the device. There was nothing unusual observed on the device prior to use. There were no other products being utilized with the device. Flushing of the catheter worked but it did not involve the adapter. There were no visible issue with the titanium adapter. According to the physician and lead technician, at first, the device was used by hand but it was unsuccessful, then they tried to use forceps for better grip and still did not tighten all the way, then they opened a new titanium adapter and it worked. Procedure was completed. There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. The patient was in stable condition, no issues and there was no patient injury.

Manufacturer narrative:
Additional info: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure when the catheter was placed and flushed, two pieces of titanium adapter did not connect properly and did not tighten all the way (tried to attach the adapter together). The physician and staff tried multiple different attempts (soaking, repositioning etc) before opening up another titanium adapter. The catheter was not repaired and there was no leak. Tego was not utilized. There was no cleaning agent used on the device. There was nothing unusual observed on the device prior to use. There were no other products being utilized with the device. Flushing of the catheter worked but it did not involve the adapter. There were no visible issue with the titanium adapter. According to the physician and lead technician, at first, the device was used by hand but it was unsuccessful , then they tried to use forceps for better grip and still did not tighten all the way, then they opened a new titanium adapter and it worked. Procedure was completed. There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. The patient was in stable condition, no issues and there was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two pieces of the titanium luer adapter along with the packaging. No visual abnormalities could be seen, however, when the two pieces were fitted together, they did not fit properly. The threads were clear, but they were not able to be tightened fully. Functionally, the adapter was found to exhibit a mechanical or dimensional failure. It was reported that there was an issue with the connector. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.